Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, an error indicating a hardware failure occurred for drawer 2. The customer reported that the same error message had been appearing periodically and required recovering storage space by inventorying all medications in the affected drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the drawer was failed and the customer required to recover the failure by inventorying all medications. The field service engineer (fse) reported that door 2 had kept failing. During troubleshooting, the fse removed the latch column, found a loose connection, and removed the connectors. Fse then cleaned, tightened, and reseated the connectors to resolve the issue. After these actions, the fse verified that the doors could be accessed in diagnostics and in the medication application and confirmed that the preventive maintenance (pm) was completed. The system functioned as intended after the field service engineer repaired the device.